Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The foreign distributor determined that the cause of this event was a faulty turbine assembly. The foreign distributor was shipped a replacement turbine assembly to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for evaluation. As of 02/18/2015 the alleged faulty turbine assembly has not been received. Should the alleged faulty turbine assembly be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to information provided by a distributor in (B)(6). "Our dealer claims this unit is alarming, vent inop, motor fault, circuit fault, low ve, low pip, when the ventilator is powered up. They claim this unit was not on a patient when the problem occurred."